Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. There were no other discrepancies during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found a prior occurrence of dim, distorted, or blank screen. A production floor problem report indicated on (B)(6) 2018 that the failure was due to a defective inverter board. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A contact/relative of a peritoneal dialysis (pd) patient contacted fresenius technical support to report a blank screen on the liberty select cycler during dwell 1 of 4. The technical support representative assisted the patient contact with rebooting the cycler, but the screen remained blank. The ok and stop keys were on, however the screen remained blank. In addition, the cycler made a buzzing noise during dwell 1 of 4. The fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. The patient contact was advised to inform the pdrn of the cycler replacement. There was no patient harm or adverse event, and no medical intervention was required. It was reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.